Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
Follow up report needed to include the corrected physician name.

Event description:
During the procedure, a cardiac perforation occurred which required a pericardiocentesis and a thoracotomy to stabilize the patient. Mapping of the right ventricle (rv) and the right ventricular outflow tract (rvot) was done and ablations were performed in the area around the rv and rvot. Induction of the arrhythmia was attempted when it was noted the patient's blood pressure decreased. An echocardiogram diagnosed a pericardial effusion and a pericardiocentesis was performed. The patient remained hypotensive so a thoracotomy was done to repair a small hole in the right ventricle. The patient stabilized and was transferred to the ICU. The physician and hospital do not think this event occurred due to any abbott product.